Event description:
Customer reported the cartridge is leaky, customer was filling the cartridge; was not in use at the time of the leak. Customer discarded the alleged cartridge. No adverse event reported. No product will be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.